Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally, the healthcare professional reported that the previous filler was juvéderm® volbella® with lidocaine, which was injected around the upper and lower lip border and left and right oral commissures about 10 months before juvéderm voluma with lidocaine was injected. The tingling on the lips occurred in conjunction with the cheek symptoms.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammatory response and granulomas are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the zygoma area. About 6 months later, the patient developed late onset of inflammatory response. Patient had very large obvious granulomas at the injection site. Patient was given steroids 3 days later. Symptoms resolved very rapidly after starting steroids. Patient also had some tingling of lips where the patient had also been injected with an unspecified filler. There was no oedema. The tingling in the lips also resolved with steroids. Symptoms resolved 3 days after treatment with steroids. Patient had concomitantly taken "excitalopram" and "valdoxin". Patient also takes vyvanse but could not remember if they had taken it the same day of the injection.